Event description:
Note: this report pertains to the one of two cre fixed wire dilatation balloon devices used during the same procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst at 16.5 mm after the second deflation. A second cre fixed wire dilatation balloon was used; however, the same problem occurred. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a0402 captures the reportable event of a balloon burst.